Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a sensing integrity counter warning was alerted. It was also reported that r waves were variable. The right ventricular (rv) lead will be reprogrammed and remains in use. No patient complications have been reported as a result of this event.